Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating range. Customer's blood glucose level was approximately 300 mg/dl. Customer reverted to manual injections for insulin therapy.